Event description:
It was reported that the patient is currently hospitalized due to an increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.